Event description:
Patient with a total knee implant developed an infection. Revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.